Event description:
A male with post prostatectomy and a neurologic disorder was previously implanted with an aus device in 2007. Info received on 4/16/09 suggests, this device was removed from the pt; details and reason not indicated. Ams has requested additional info.

Manufacturer narrative:
Add'l lot #: 475537001, 479830002.